Event description:
It was reported that the patient complained of post-operative thoracic pain and that the patient¿s blood pressure was falling. A perforation had occurred which could not be solely attributed to the newly implanted right atrial (ra) or right ventricular (rv) lead. A cardiac tamponade ensued followed by a drainage procedure as the elected treatment. The leads are scheduled to be removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: ddbb2d4, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.